Event description:
Consumer reported complaint for broken safety seal and missing package item. Customer stated that she had purchased the true metrix kit from the pharmacy and that the box had been opened and taped. Customer stated that there were 2 vials of the same lot number of test strips; the safety seal on one of the vials had been broken and that vial had only contained 47 test strips instead of 50. The test strip lot manufacturer¿s expiration date is 06/14/2025; product storage and open vial date were not provided. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Complaint was forwarded to packaging and internal evaluation completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: customer contacted manufacturer on 30-apr-2024 - customer stated she received the replacement products but had not yet used the test strips. Customer stated she would contact manufacturer if she had any concerns.